Manufacturer narrative:
The customer reported that during troubleshooting the surgical tech gave the end of the camera cord to the nurse who tried to connect the cord with the video tower, as well as connecting the light cord to the appropriate box but the device screen did not show any picture. It was reported that the nurse then took the camera end out of the video tower, wiped it down and pushed it back in the tower as part of the trouble shooting process. The nurse then tried to click the lever on the video box to get the camera to lock appropriately but was unable to solve the issue. The sales representative then came in, assessed the device, and advised that the customer sent in the device for repair due to damaged internal chip. The referenced device was returned to the olympus service center for evaluation. The customer¿s reported issue was confirmed during inspection and testing. The following defects were found: bent video connector pin causing no image with ltf-vh scope, front panel housing damaged, and no image due to defective video cable connectors. The device was repaired and returned to the user facility. As part of the investigation, olympus followed up with the user facility to obtain additional details regarding the event, but no further information could be provided. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. It has been over 5 years since the subject device was manufactured. A review of the repair records confirmed the device was last serviced via repair in april 2019. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the reported issue could not be conclusively determined. Based on the physical evaluation, the cause of the connecting failure and image malfunction is due to a deformed/bent video connector pin inside the connector socket. The potential cause of the bent pin cannot be determined. The front panel was found to be damaged as well, however, it is not considered severe enough to cause a potential adverse event. In general the customer is required to check the function of all devices used prior to a procedure and to have a suitable replacement. Olympus will continue to monitor complaints for this device.

Event description:
Olympus was informed by the materials manager/surgical technician at the user facility that the customer visera elite video system center could not connect to the cv camera, ¿the cameras we would try to plug into the tower would not be recognized and the screen would stay black. The camera opening would accept the device but a click was not being heard.¿ the event occurred during a cystoscopy with possible ureteroscopy procedure. The procedure was successfully completed using a similar device. There was no patient harm or user injury reported due to the event.

Event description:
This report is related to patient identifier (B)(6) (MFR 8010047 - 2022 ¿ 04913), which addressed the event date of 21feb2022. This report addresses the customer¿s report of unknown occurrences.

Manufacturer narrative:
This report is being supplemented to provide additional information.